Manufacturer narrative:
Initial.

Event description:
It was reported that an ilet user experienced overnight lows and shakiness, then overtreatment of perceived hypoglycemia led to a high glucose reading of 324 mg/dl. The event was attributed to user behavior consistent with improper or incorrect treatment of low-glucose symptoms while using the ilet system. Symptoms included shaking/tremors consistent with hyperglycemia. Outcomes included the need for medication-based intervention. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed no device problem and identified a usage problem, with the device component not applicable. It was concluded, based on previously established findings for similar reports, that the cause was failure to follow instructions and unintended use error.